Manufacturer narrative:
The account checked the gear rack in the leg of the lift that opened and closed, and found the gear rack was not properly functioning. In the service manual for golvo (B)(4), under the section "instructions regarding the check points, 5b base opening & closing linkage", it is stated: inspect gear rack for worn teeth and cracks where stop nut contacts back surface. Inspect friction plates. Replace if worn or damaged. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account replaced the gear rack set to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that when the leg of the lift is fully out, the motor does not stop. The lift was located in the patient room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).